Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. The device was not returned. It was reported that water temperature have dropped as low as 23c during therapy. They swapped out to alternate arctic sun device about an hour ago and wants to ensure device was work properly. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that profound anoxic brain injury. Eeg was flat lined, and no shivering was occurring. Patient temperature started at 35.1c but has dropped to 34.1c in the last 2 hours while in normothermia. Nurse concerned because water temperature have dropped as low as 23c during therapy. They swapped out to alternate arctic sun device about an hour ago and wants to ensure device was work properly. Patient temperature (pt) was 34.1c (ts foley) & esophageal probe correlates, water temperature was 30c wfr 3.3 l/m. System diagnostics: outlet monitor temperature (t1) was 31.1c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3.3 l/m, inlet pressure (ip) was negative 7psi, circulation pump command (cpc) was 75%, mixing pump command (mpc) was 0, heater command (hc) was 25%, water reservoir level (wrl) was 5, system hours 2178, pump hours 580.6. Rewarm rate set to 0.25c/hr. Water temperature (wt) increased to 31.8c and then 32.8c. Advised to give it about 30 more minutes and they will call back to see if water temperature (wt) was steadily increasing. Noted if water temperature (wt) drops again before that 30-minute time frame, then call back. Called back 30 minutes later and tried to connect with nurse, but their phone was at the desk. Nurses were unable to reach them. Left message to have them call back if they were still having issues with the device. Sn (B)(6). Per follow up information received via phone on 14jan2026, spoke with nurse who stated both devices were still in service without repair. They were unsure how much patient information they can share so they will defer to the charge nurse. They took information for the charge nurse to contact. Per additional information updated from ttm on 19jan2026, original notes from nurse, patient temperature (pt) was 34.1c (ts foley) and esophageal probe correlates. Water temperature (wt) was 30c, water flow rate (wfr) was 3.3 l/m. Nurses were unable to reach. Left message to have call back if they were still having issues with the device. Per follow up information received via phone on 16jan2026, left voicemail with charge nurse desk. Received a returned call from charge nurse who confirmed the water temperature did continue to steadily increase on the new device, so they were no longer concerned with the functioning of the device. The patient prognosis was very poor and despite water temperature remaining steady around 39 to 40c, patient temperature remained low. They had added warm blankets, and a bair hugger was used for about two hours before doctor ordered its removal. Patient stayed on the arctic sun for an additional few hours before doctor also ordered patient removed from device due to poor prognosis and patient family being in the room. They chose to remove the devices for comfort of patient and family. They were unsure of the location of the original device but will check storage. No further information available at this time. Follow ups complete. Additional information will be added to the record if and when additional information has been received. Additional call received from biomed from ttm 19jan2026, biomed stated the device was sent down with a note that it requires calibration. Looking at the notes for the case mi did not recommend a calibration. They were unsure what to do with the device. Explained that they can perform a calibration and that will give them error codes and they can use these codes to diagnose problems with the device. Alternatively, they can wait for 8:30 est tomorrow to speak to tech support.

Event description:
It was reported that profound anoxic brain injury. Eeg was flat lined, and no shivering was occurring. Patient temperature started at 35.1c but has dropped to 34.1c in the last 2 hours while in normothermia. Nurse concerned because water temperature have dropped as low as 23c during therapy. They swapped out to alternate arctic sun device about an hour ago and wants to ensure device was work properly. Patient temperature (pt) was 34.1c (ts foley) & esophageal probe correlates, water temperature was 30c wfr 3.3 l/m. System diagnostics: outlet monitor temperature (t1) was 31.1c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 75%, mixing pump command (mpc) was 0, heater command (hc) was 25%, water reservoir level (wrl) was 5, system hours 2178, pump hours 580.6. Rewarm rate set to 0.25c/hr. Water temperature (wt) increased to 31.8c and then 32.8c. Advised to give it about 30 more minutes and they will call back to see if water temperature (wt) was steadily increasing. Noted if water temperature (wt) drops again before that 30-minute time frame, then call back. Called back 30 minutes later and tried to connect with nurse, but their phone was at the desk. Nurses were unable to reach them. Left message to have them call back if they were still having issues with the device. Sn (B)(6). Per follow up information received via phone on 14jan2026, spoke with nurse who stated both devices were still in service without repair. They were unsure how much patient information they can share so they will defer to the charge nurse. They took information for the charge nurse to contact. Per additional information updated from ttm on 19jan2026, original notes from nurse, patient temperature (pt) was 34.1c (ts foley) and esophageal probe correlates. Water temperature (wt) was 30c, water flow rate (wfr) was 3.3 l/m. Nurses were unable to reach. Left message to have call back if they were still having issues with the device. Per follow up information received via phone on 16jan2026, left voicemail with charge nurse desk. Received a returned call from charge nurse who confirmed the water temperature did continue to steadily increase on the new device, so they were no longer concerned with the functioning of the device. The patient prognosis was very poor and despite water temperature remaining steady around 39-40c, patient temperature remained low. They had added warm blankets, and a bair hugger was used for about two hours before doctor ordered its removal. Patient stayed on the arctic sun for an additional few hours before doctor also ordered patient removed from device due to poor prognosis and patient family being in the room. They chose to remove the devices for comfort of patient and family. They were unsure of the location of the original device but will check storage. No further information available at this time. Follow ups complete. Additional information will be added to the record if and when additional information has been received. Additional call received from biomed from ttm 19jan2026, biomed stated the device was sent down with a note that it requires calibration. Looking at the notes for the case mi did not recommend a calibration. They were unsure what to do with the device. Explained that they can perform a calibration and that will give them error codes and they can use these codes to diagnose problems with the device. Alternatively, they can wait for 8:30 est tomorrow to speak to tech support.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.